Manufacturer narrative:
Siemens has completed an investigation of the reported event. Assessment of the log files does not indicate a system failure or malfunction and no non-conformity was identified. The investigation was performed considering complaint description, cs reports, system log files and system history. The log file analysis shows no malfunctions or abnormal behavior. Upon investigation, the service engineer found the power outage was caused by the hospital utilities. Furthermore, it was found that the uninterruptible power supply (ups, manufacturer eaton) had an issue which caused it to fail during the power outage and prevented the start of the system after the power was restored. After both the hospital power was restored, and the eaton power supply was fixed by eaton service (called directly by the customer) the system turned on without further issues. The affected ups has been repaired by the eaton service and the error did not reoccur. The manufacturer is not considering further actions resulting from this event.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis q biplane system. During an interventional procedure the user reported that the system would not boot after a power outage. The procedure was continued and completed on an alternate system. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.